Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had been experiencing ¿raw purulent peristomal skin under the entire tape collar". He also reported a "decrease in wear time from two-three days to 1.5 days". According to the end user he was hospitalized due to "this issue". The end user also had a diagnosis of urinary tract infection and received prescription antibiotics (name unknown) for this. The end user was seen by an infection control provider and according to the end user "the doctor stated the issue was caused by the adhesive on the tape collar" of the product. Multiple attempts were made to obtain further information regarding the treatment ordered for the area, but no response from the end user was received. No photographs depicting the reported complaint issue was submitted by the end user.